Manufacturer narrative:
B7: added medical history. H6: updated results code. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2013: (B)(6) clinic. Md. Radiology- CT abdomen/pelvis. Indications: hepatitis c, portal vein thrombosis. [Impression]: cirrhotic shrunken liver with no enhancing focal lesions. Large amount of ascites throughout the abdomen with large abdominal varices with splenomegaly. Marked paraumbilical vein enlargement. Absence of right main and branches of right portal vein consistent with chronic thrombosis. Cholelithiasis. (B)(6) 2013: (B)(6) clinic. (B)(6) md. Radiology-CT abdomen/pelvis. Impression: no significant change. Advanced cirrhosis and findings of portal hypertension. [(B)(6)]. (B)(6) 2014: (B)(6) clinic. (B)(6) md. Radiology- ultrasound abdomen with doppler [poor image quality]. Liver: coarse echotexture consistent with chronic parenchymal disease with cirrhotic configuration. Gallbladder: contracted. Sludge and stone material within the lumen. (B)(6) 2014: (B)(6) clinic. (B)(6) md; (B)(6) , md. Operative report. Preoperative diagnosis: end-stage liver disease secondary to hepatitis c. Preoperative indication: treat disease. Assistant: (B)(6) md; (B)(6) md. Postoperative diagnosis: end-stage liver disease secondary to hepatitis c. Procedure: back table preparation of a living donor liver allograft (right lobe) with two additional venous anastomoses. Living donor liver transplant. Standard back bench preparation of liver allograft. Umbilical hernia repair. Drainage: drains. ¿the donor hepatectomy was done in a separate room by dr. Rosen. This was a right lobe. The liver was flushed with cold uw solution both antegrade through the portal veins and retrograde through the hepatic veins. It was then weighed at 859 g. The graft had separate right anterior and right posterior portal veins. In addition to the right hepatic vein, two interface veins, one from segment v and one from segment viii were opened and flushed. The segment viii vein was very small. This was then oversewn with 7-0 prolene sutures. To facilitate drainage of the segment v interface vein, deceased donor iliac vein graft (unos ID abeq443) was brought in. Excess perivenous tissues were removed. All of the tributaries were tied with silk ties. This was then anastomosed end-to-end to the segment v interface vein with 7-0 running prolene sutures. A 2 cm distal portion of the vein was then cut. The right anterior and right posterior portal veins were then approximated together with a venoplasty. After finishing this, the extra piece of the iliac vein was anastomosed end-to-end to this common orifice with running 7-0 prolene sutures to elongate the available vein to help with the implantation. The liver was then kept on ice and brought into the recipient room for implantation.¿ dictated by dr.. This was a right liver allograft with three additional venous anastomoses. This will be dictated separately by dr. (B)(6) . Description: ¿the recipient was taken to the operating room. He underwent excellent general anesthetic. His abdomen was prepped and draped in the usual sterile fashion. Ongoing with this, the liver was procured in a separate operating room, right lobe graft from living donor, and prepared on the back bench as dictated by dr. (B)(6). It was an excellent-quality graft. The recipient underwent excellent general anesthetic. Abdomen was prepped and draped in the usual sterile fashion. A bilateral subcostal incision was created with an extension up the midline. There was 3800 cc of milky-colored ascites fluid that was evacuated. The patient had very severe portal hypertension. There was a massive recanalized umbilical vein that was larger than the vena cava. This was preserved for the initial portion of the case so that we did not have excess bowel swelling. There was extensive inflammation in the hilar area and very large varices. The tissue was quite friable, making the dissection difficult. Eventually we identified the right and left branches of the hepatic artery. These were mobilized and ligated preserving adequate length of both. The portal vein was identified and mobilized. There was palpable, nonocclusive thrombus within the portal vein. The bile duct was identified. We dissected this up carefully taking care to individually ligate the cystic duct and then taking the right and left branches of the bile duct individually. This was complicated by the fact that there were massive varices around the bile duct, and when the bile duct was divided we did have significant bleeding. This was controlled. The right and left lobe attachments were taken down. The retrohepatic cava was mobilized. We then had a delay to wait for the donor living graft to be available. Once this was available, we did ligate the portal vein. This began the anhepatic portion of the case. When we ligated the portal vein we identified the thrombus within the portal vein. Again it was nonocclusive, and there was significant portal vein flow around the thrombus. It was a very laminar, hard thrombus that had been present for a long time. We elected not to perform a thrombectomy and it was a small amount of clot and as noted was very fixed to the wall and established with significant flow around it. Therefore, just a small amount of thrombus was cut away so that the anastomosis could easily be performed to the portal vein. We then dissected the liver off of the vena cava, taking care to individually ligate the inferior hepatic vein branches up to the level of the left middle and right hepatic vein trunk. There was a circumferential caudate around the cava which made this dissection difficult. Additionally, we had significant bowel swelling once the large umbilical vein and portal vein were taken down. This made exposure quite difficult. Additionally, the patient was quite deep in the ap distance, and we were working in essentially a very deep hole. Eventually, we got the liver off of the cava. The right hepatic vein was clamped, and the liver was divided. The left middle hepatic vein trunk was also clamped, and the liver was divided there and passed off the field as a specimen. The new liver was brought up onto the field. Anastomosis was created between the donor liver right hepatic vein and the recipient right hepatic vein orifice. Prior to this, we did extend the size of the right hepatic vein orifice by making a cavotomy on the recipient cava so that we could have a very large outflow anastomosis. This anastomosis was done with a running 4-0 prolene suture. There was a graft to a segment v crossing vein. This was prepared on the back bench. The graft was connected to the left middle hepatic vein trunk with a running 4-0 prolene. We then did a portal venous anastomosis end-to-end between the donor reconstructed portal vein as dictated by dr. (B)(6). That was connected to the recipient portal vein end-to-end with running 6-0 prolene. Once this was completed, the liver was allowed to reperfuse. The patient was very stable during perfusion, and we had no significant bleeding. We then turned our attention to the arterial anastomosis. Exposure was difficult due to the ongoing bowel swelling, but we were able to facilitate adequate exposure. We then performed a right hepatic artery to right hepatic artery anastomosis with a running 8-0 prolene. The donor artery was of excellent quality. The recipient artery was somewhat friable, but the inflow as excellent. We did leave the gda intact, but the left hepatic artery of the recipient was cut short. We had excellent flow once this was completed. We then inspected carefully for bleeding. All bleeding sites were then controlled. We then turned our attention to the biliary anastomosis. This was with the right hepatic duct of the donor liver. It was a single duct to the recipient common hepatic duct. There was a size mismatch with the common hepatic duct being at least twice as large as the donor duct. This anastomosis was difficult, again due to exposure, but we were able to facilitate this, and a running 7-0 pds was used. We parachuted the back wall. The front wall did have several interrupted sutures. Once we were completed with this, we once again checked for bleeding and then covered the anastomosis with omentum. Drains were placed. The patient did have an umbilical hernia. Prior to closure of the fascia, we did repair the umbilical hernia from inside by retracting the anterior abdominal wall superiorly. We identified the umbilical defect. This was closed with a figure-of-eight no. 1 pds suture. The fascia was closed with running no. 1 pds suture. The skin was closed with staples. Sterile bandages were applied. The patient was taken to the surgical intensive care unit intubated in stable condition.¿ intraoperative autotransfusion was present. Wound type: type ii ¿ clean ¿ contaminated. (B)(6) 2014: (B)(6) clinic. Lab. Liver, fluid vessel. Bacterial culture, aerobic: final: yeast from broth only. Fungal culture: final: candida albicans one colony. (B)(6) 2014: (B)(6) clinic. Lab. Blood culture: final: streptococcus anginosus species group. Peritoneal fluid: bacterial culture, aerobic: final: streptococcus anginosus species group. (B)(6) 2014: (B)(6) clinic. (B)(6) md. Radiology- abdomen. Indications: check for biliary tube. Impression: negative bowel gas pattern. Right upper quadrant calcification. No visible biliary tube. (B)(6) 2014: (B)(6) clinic. (B)(6) md. Radiology-ultrasound abdomen. Impression: moderate amount of ascites, present in all 4 quadrants. (B)(6) 2014: (B)(6) clinic. (B)(6) , phd; (B)(6) , md. Operative report. Preoperative diagnosis: symptomatic left inguinal hernia. Preoperative indication: prevent complication. Assistant: j. M. Glorioso, md. Postoperative diagnosis: indirect left inguinal hernia. Procedure: left inguinal hernia repair with mesh. Procedure: ¿mr. (B)(6) is a 59-year-old gentleman who had a living donor liver transplant with a right hemiliver in may of this past year. He has been recovering well from his liver transplant perspective. He does have a symptomatic left inguinal hernia. To prevent complications, he elected to have this repaired. After informed consent was obtained, the patient was brought to the operating room and placed supine on the operating table. Arms were outstretched on arm boards. General anesthesia was smoothly induced. An appropriate surgical pause was performed, identifying the patient and the procedure, and all parties were in agreement. Next, an oblique incision along the inguinal ligament was made sharply and dissection carried down with bovie electrocautery to the level of the external oblique fascia. This was incised sharply and opened with a scissors. The contents of the inguinal canal were then bluntly freed from the lateral attachments. The spermatic cord was encircled with a penrose drain. Using debakey forceps, the contents of the inguinal canal were dissected free, and a large hernia sac that was filled with ascites was identified. This was separated from the spermatic cord using a combination of blunt dissection and electrocautery. Great care was taken to ensure that damage to the spermatic cord was not performed. Next, the hernia sac was reduced into the peritoneal cavity. The internal ring was then reapproximated using 3-0 vicryl suture. At this point, prolene mesh was brought to the field and cut to shape in a keyhole mesh fashioned. This was sewn, first to the pubic tubercle, then in running fashion to the shelving edge of the poupart¿s ligament and next, in interrupted fashion, to the conjoined tendon. Once the mesh was in place, the legs of the mesh were approximated, recreating an internal ring through the mesh that was snug but not overly constrictive of the spermatic cord. The mesh appeared secure. The external oblique fascia was reapproximated with 3-0 vicryl sutures. Scarpa¿s fascia was reapproximated with 3-0 vicryl suture, and the skin was closed with 4-0 monocryl suture. The skin was then dressed with steri-strips and primapore gauze. Patient was awoken and transported to the recovery room in uneventful fashion. Following the procedure, sponge, needle, and instrument counts were correct times two. Dr. Was present for the entirety of the procedure.¿ wound type: type I ¿ clean. (B)(6) 2015: (B)(6) clinic. (B)(6) md. Radiology- MRI abdomen. Impression: 11 mm cystic lesion pancreatic head. Moderate amount of ascites. Splenomegaly. (B)(6) 2015: (B)(6) clinic. (B)(6) md. Radiology- MRI abdomen. Findings: ventral abdominal wall hernias. No bowel obstruction. (B)(6) 2015: (B)(6) clinic. (B)(6) md, phd. Operative report. Preoperative diagnosis: midline incisional hernia, status postoperative liver transplant, recurrent umbilical hernia. Preoperative indication: treatment. Assistant: (B)(6) , md. Postoperative diagnosis: recurrent umbilical hernia. Midline incisional hernia status post liver transplantation. Procedure: repair of recurrent umbilical hernia with dualmesh. Repair of midline incisional hernia with dualmesh. Graft/implant information: lot #: 13515120, catalog/model #: 1dlmc04, implant name: patch, dual mesh 1 mm 19.0 x 15, manufacturer: w l gore co., implant placement: not applicable. ¿after correct identification, the patient was brought to the operating room. Under general anesthesia, his abdomen was prepped and draped in the usual sterile fashion. His previous infraumbilical curvilinear incision was opened, and dissection carried down into the hernia sac. The hernia was about 3 cm x 3 cm. Just cephalad to this, a separate defect about 1 cm x 1 cm was present. These two were connected. There were some ethibond sutures from his previous repair. These were removed. The fascial edges were prepared by lifting up skin flaps. This was then measured to be a defect about 6 cm x 2 cm. Attention was then turned to the midline incisional hernia from his previous liver transplantation. A 4 cm portion of his bilateral subcostal incision was opened in the midline. Dissection was carried down into the hernia sac and abdomen entered. There were some omental adhesions underneath. These were circumferentially freed. The fascial edges were similarly freed up by lifting up skin flaps. This defect was measured to be about 6 cm x 3 cm. A 10 cm x 19 cm dualmesh was brought into the operative field. This was cut in two and both pieces tailored to fit each site. The umbilical hernia was fixed first. The mesh was sewn as an underlay with running no. 1 prolene sutures. After completion, this was snug but not too tight. Attention was turned back to the incisional hernia. The second piece of the mesh was sewn in similarly as an underlay with running no. 1 prolene sutures. Again, this was snug but not too tight. The overlying attenuated fascial edges were tucked down to the fascia to obliterate this space. Both operative sites were infiltrated with exparel. The skin on both sides was then closed with running 3-0 monocryl suture. The patient tolerated the procedure well.¿ wound type: type I ¿ clean. The records confirm a gore® dualmesh® biomaterial (1dlmc04/13515120) was implanted during the procedure. (B)(6) 2016: (B)(6) clinic. (B)(6) , md. Radiology- MRI abdomen. Indications: transplant liver; elevated liver function test. Comparison: abdominal MRI (B)(6) 2015, abdominal CT (B)(6) 2015, mrcp (B)(6) 2015, abdominal ultrasound (B)(6) 2016 and (B)(6) 2015. Impression: severe stenosis of portal vein anastomosis with new nonocclusive thrombus in extrahepatic portal vein. Possible slight progression in structuring near biliary anastomosis. Findings: stable 1.9 cm pancreatic head cyst. Smaller cysts in pancreatic body stable. Mesh repair of supraumbilical small fat-containing ventral abdominal hernia with recurrent herniation of fat to the right of the mesh. Fat-containing umbilical hernia. Tiny renal cysts. (B)(6) 2016: (B)(6) clinic. (B)(6) md. Radiology- MRI abdomen. Impression/findings: interval main portal vein stenting. Small splenic infarct. Anterior abdominal wall varices. (B)(6) 2016: (B)(6) clinic. (B)(6) md. Operative report. Preoperative diagnosis: recurrent midline incisional hernia repair. Preoperative indication: prevent complications. Assistant: (B)(6) md. Postop diagnosis: recurrent midline incisional hernia repair. Procedure: repair incisional hernia. Graft/implant information: lot/serial #: khg176, catalog/model #: pcdm1, implant name: mesh, proceed 15 x 15 cm (6 x 6), manufacturer: ethicon, implant placement: not applicable. ¿the patient was taken to the operating room. He underwent excellent general anesthesia. He was in the supine position. His arms were out. His abdomen was prepped and draped in the usual sterile fashion. His previous midline incision was reopened. His gore-tex mesh was identified. The failure of the hernia repair was noted on the right lateral aspect of the gore-tex mesh. This mesh was well incorporated on the remaining three sides. It was mobilized, and fascia was identified on the side of the failure. A new mesh patch was placed which was a proceed mesh. This was done in an underlay fashion underneath the gore-tex as well as underneath the fascia and secured in position with a series of running no. 1 pds sutures. The subcutaneous tissue was closed with a 3-0 vicryl. The skin was closed with a 4-0 monocryl. Steri-strips and sterile bandages were applied. The patient was extubated and taken to recovery in stable condition.¿ wound type: type I ¿ clean. (B)(6) 2017: (B)(6) clinic. (B)(6) md. Radiology-MRI abdomen. Impression: thrombus in native main portal vein. Multiple venous collaterals in upper abdomen. (B)(6) 2018: (B)(6) clinic. Implant record. Implants: mesh proceed, implanted; patch dual mesh 1mm 19.0 x15- sims 954791, implanted. Manufacturer: gore. Implant ID: (B)(4). Mesh prolene, implanted. (B)(6) 2018: (B)(6) clinic. (B)(6) md; (B)(6) md. Radiology-CT abdomen/pelvis. Incisional hernia repair with mesh in upper abdomen. Fat-containing recurrent hernia at right inferior aspect of mesh. Umbilical hernia repair with mesh; stapled small bowel anastomosis located immediately deep to the mesh. [Missing records: medical records for office visits, hospital admissions, discharge summaries regarding hernia(s) and hernia repair procedures were not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2015 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2016, an additional procedure occurred. It was reported the patient alleges the following injuries: mesh was well incorporated on the remaining three sides, mesh failure, and additional surgery. Additional event specific information was not provided.

Manufacturer narrative:
H6: health effect ¿ clinical code h6: updated investigation finding h6: updated investigation conclusion h6: health effect impact code: f26: no health consequences or impact h6: medical device component: g04088: membrane the investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient code (3191: appropriate term/code not available for ¿mesh was well incorporated on the remaining three sides, mesh failure.¿) was reported based on the original complaint and is no longer applicable and/or not reportable per gore¿s investigation. Medical records: ¿ the known medical records span (B)(6) 2013 through (B)(6) 2018 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. Patient information: medical history: ¿ obesity ¿ (B)(6) 2019: 224 lbs., bmi 30.3 ¿ hepatitis c ¿ alcoholic cirrhosis ¿ end stage liver disease ¿ portal hypertensive gastropathy [changes in the stomach lining caused by elevated blood pressure in the portal vein] ¿ large abdominal varices ¿ absence of right main and branches of right portal vein consistent with chronic thrombosis ¿ cholelithiasis ¿ (B)(6) 2014: left inguinal hernia ¿ (B)(6) 2015: ventral abdominal wall hernias ¿ (B)(6) 2016: fat-containing umbilical hernia ¿ (B)(6) 2016: splenic infarct ¿ (B)(6) 2018: fat containing recurrent hernia surgical procedures: ¿ (B)(6) and(B)(6) 2013: paracentesis ¿ (B)(6) 2014: back table preparation of a living donor liver allograft (right lobe) with two additional venous anastomoses. Living donor liver transplant. Standard back bench preparation of liver allograft. Umbilical hernia repair. ¿ (B)(6) 2014: liver biopsy ¿ (B)(6) 2014: left inguinal hernia repair with mesh. Implant: prolene. ¿ (B)(6) 2015: repair of recurrent umbilical hernia with dualmesh. Repair of midline incisional hernia with dualmesh. Implant: gore® dualmesh® biomaterial [mesh cut in two]. ¿ (B)(6) 2016: repair of incisional hernia. Implant proceed. Relevant medical information ¿ (B)(6) 2014: back table preparation of a living donor liver allograft (right lobe) with two additional venous anastomoses. Living donor liver transplant. Standard back bench preparation of liver allograft. Umbilical hernia repair. ¿ wound classification: clean-contaminated ¿ procedure: ¿the patient did have an umbilical hernia. Prior to closure of the fascia, we did repair the umbilical hernia from inside by retracting the anterior abdominal wall superiorly. We identified the umbilical defect. This was closed with a figure-of-eight no. 1 pds suture. The fascia was closed with running no. 1 pds suture. The skin was closed with staples.¿ ¿ (B)(6) 2014: left inguinal hernia repair with mesh. ¿ wound classification: clean ¿ indications: ¿... 59-year-old gentleman who had a living donor liver transplant with a right hemiliver in may of this past year. He has been recovering well from his liver transplant perspective. He does have a symptomatic left inguinal hernia. To prevent complications, he elected to have this repaired.¿ ¿ procedure: ¿... An oblique incision along the inguinal ligament was made sharply and dissection carried down with bovie electrocautery to the level of the external oblique fascia. This was incised sharply and opened with a scissors. The contents of the inguinal canal were then bluntly freed from the lateral attachments. The spermatic cord was encircled with a penrose drain. Using debakey forceps, the contents of the inguinal canal were dissected free, and a large hernia sac that was filled with ascites was identified. This was separated from the spermatic cord using a combination of blunt dissection and electrocautery. Great care was taken to ensure that damage to the spermatic cord was not performed. Next, the hernia sac was reduced into the peritoneal cavity. The internal ring was then reapproximated using 3-0 vicryl suture. At this point, prolene mesh was brought to the field and cut to shape in a keyhole mesh fashioned. This was sewn, first to the pubic tubercle, then in running fashion to the shelving edge of the poupart¿s ligament and next, in interrupted fashion, to the conjoined tendon. Once the mesh was in place, the legs of the mesh were approximated, recreating an internal ring through the mesh that was snug but not overly constrictive of the spermatic cord. The mesh appeared secure. The external oblique fascia was reapproximated with 3-0 vicryl sutures. Scarpa¿s fascia was reapproximated with 3-0 vicryl suture, and the skin was closed with 4-0 monocryl suture. The skin was then dressed with steri-strips and primapore gauze. Patient was awoken and transported to the recovery room in uneventful fashion.¿ implant preoperative complaints: ¿ (B)(6) 2015: MRI abdomen: ¿ventral abdominal wall hernias. No bowel obstruction.¿ ¿ (B)(6) 2015: preoperative diagnosis: ¿recurrent umbilical hernia. Midline incisional hernia, status postoperative liver transplant. ¿ implant procedure: repair of recurrent umbilical hernia with dualmesh. Repair of midline incisional hernia with dualmesh.[implant: gore® dualmesh® biomaterial, 1dlmc04/13515120, 15cm x 19cm x 1mm thick, oval) implant date: (B)(6) 2015 ¿ wound classification: clean. ¿ description of hernia being treated: ¿his previous infraumbilical curvilinear incision was opened, and dissection carried down into the hernia sac. The hernia was about 3 cm x 3 cm. Just cephalad to this, a separate defect about 1 cm x 1 cm was present. These two were connected. There were some ethibond sutures from his previous repair. These were removed. The fascial edges were prepared by lifting up skin flaps. This was then measured to be a defect about 6 cm x 2 cm. Attention was then turned to the midline incisional hernia from his previous liver transplantation. A 4 cm portion of his bilateral subcostal incision was opened in the midline. Dissection was carried down into the hernia sac and abdomen entered. There were some omental adhesions underneath. These were circumferentially freed. The fascial edges were similarly freed up by lifting up skin flaps. This defect was measured to be about 6 cm x 3 cm.¿ ¿ implant size and fixation: ¿a 10 cm x 19 cm dualmesh was brought into the operative field. This was cut in two and both pieces tailored to fit each site. The umbilical hernia was fixed first. The mesh was sewn as an underlay with running no. 1 prolene sutures. After completion, this was snug but not too tight. Attention was turned back to the incisional hernia. The second piece of the mesh was sewn in similarly as an underlay with running no. 1 prolene sutures. Again, this was snug but not too tight. The overlying attenuated fascial edges were tucked down to the fascia to obliterate this space. Both operative sites were infiltrated with exparel. The skin on both sides was then closed with running 3-0 monocryl suture.¿ revision preoperative complaints: ¿ (B)(6) 2016: MRI abdomen: ¿mesh repair of supraumbilical small fat-containing ventral abdominal hernia with recurrent herniation of fat to the right of the mesh. Fat-containing umbilical hernia.¿ ¿ (B)(6) 2016: MRI abdomen: ¿interval main portal vein stenting. Small splenic infarct. Anterior abdominal wall varices.¿ ¿ (B)(6) 2016: ¿midline recurrent incisional hernia repair.¿ revision procedure: repair incisional hernia. Revision date: (B)(6) 2016 ¿ wound classification: clean. ¿ procedure: ¿his previous midline incision was reopened. His gore-tex mesh was identified. The failure of the hernia repair was noted on the right lateral aspect of the gore-tex mesh. This mesh was well incorporated on the remaining three sides. It was mobilized, and fascia was identified on the side of the failure. A new mesh patch was placed which was a proceed mesh. This was done in an underlay fashion underneath the gore-tex as well as underneath the fascia and secured in position with a series of running no. 1 pds sutures. The subcutaneous tissue was closed with a 3-0 vicryl. The skin was closed with a 4-0 monocryl. Steri-strips and sterile bandages were applied.¿ relevant medical information: ¿ (B)(6) 2018: CT abdomen: ¿incisional hernia repair with mesh in upper abdomen. Fat-containing recurrent hernia at right inferior aspect of mesh. Umbilical hernia repair with mesh; stapled small bowel anastomosis located immediately deep to the mesh.¿ conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh shrinkage, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.